Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft identified a break 83cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The detached hypotube segment was attached to an encore inflation unit using an inflation aid and the balloon was inflated successfully and held pressure without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use. A1 - patient identifier: updated. E1 - initial reporter email: updated.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the left anterior descending artery (lad). A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that there was damage, and the device was leaking gas. The procedure was completed with a different device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft identified a break 83cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The detached hypotube segment was attached to an encore inflation unit using an inflation aid and the balloon was inflated successfully and held pressure without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 12 atmospheres (atm) as per instructions for use.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the left anterior descending artery (lad). A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that there was damage, and the device was leaking gas. The procedure was completed with a different device. No complications were reported, and the patient was stable after the procedure.

Event description:
It was reported that a balloon leak occurred. The target lesion was located in the left anterior descending artery (lad). A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that there was damage, and the device was leaking gas. The procedure was completed with a different device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(4).good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.